Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 4512 implantable pacing lead (B)(6) 1998. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead has low impedance. The lead will not be changed out due to patient's age and condition. It will continue to be monitored and is still in use. No patient complications have been reported as a result of this event.